Event description:
Additional information indicates one of the ipgs was explanted and replaced on (B)(6) 2021. The second ipg was explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04008. It was reported after an unrelated surgery one of the ipgs cannot communicate with external devices. Surgical intervention may be pending. All of the patient's ipgs are being reported because it is unknown which ipg is liable.